Event description:
It was reported that after changing infusion supplies, the user experienced persistent hyperglycemia with the highest blood glucose of 485 mg/dl confirmed by fingerstick, and tubing priming showed drops at the connector; the user was guided to replace and reconnect a new infusion set and was advised to monitor glucose. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no medical intervention, no backup therapy, and no ketone testing. Investigation included phone-based troubleshooting and user education. Investigation of this case revealed an unclear cause of hyperglycemia with no visible kinks or damage to the removed infusion set and confirmation of insulin flow through the connector. It was concluded that the cause of hyperglycemia was undetermined and that user was stabilized with set replacement and monitoring. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.